Event description:
Device 3 of 3. Reference MFR. Report #: 1627487-2012-05471, 05472. It was reported the pt received a low battery warning when she attempted to adjust the amplitude. It was also reported the pt is not receiving the coverage needed to mange her pain. Attempt to gather additional information was unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.